Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced went to emergency room on (B)(6) 2026 due to high blood glucose of 463 mg/dl, diabetic ketoacidosis with symptoms of shortness of breath, sweating, abdominal pain and skin discoloration, and was treated with insulin pen at the hospital.